Manufacturer narrative:
Pump s/n: (B)(4) was received and tested. The report failure mode was confirmed. During evaluation it was noted that there was damage to the ultrasonic sensor. The damaged parts were replaced. The pump was retested and passed all functional test. Service history record was reviewed and this device was manufactured in 2012 and this is the first time this device has been returned for service. The reported event was determined to be caused by customer mishandling of the device. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Event description:
The customer reported that the device dispenses more fluid than programmed.